Event description:
Ous MDR - the patient had a shock at the end of the ICD implant procedure. During implantation, a pericardiac tamponade due to lead perforation occurred, most likely due to the rv lead needing several repositioning attempts. Following quick sterile closure of the wound with regular sutures, an immediate echo was performed in the operating theatre proving cardiac tamponade. Intubation, general anaesthesia and arterial pressure line was done, while a tamponade was placed immediately with prompt good spontaneous circulation. A drainage tube was inserted into the pericardial space and patient was transferred to the intensive care unit. This lead was returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were detected in the insulation, which are probably a result of the operation procedure. Blood had entered the lead at that site. During further inspection, there were no deviations whatsoever from the technical specifications that could be related to the clinical complaint. In particular, the measurement values of the mechanical analysis of the fixation mechanism were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.